Event description:
Customer called to report a hospitalization due to high blood glucose. Current blood glucose reading is 344 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated with intravenous drip and manual injections. Troubleshooting was unable to be completed. The customer did not have a reservoir or infusion set at the time and did not want to go through the process again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.